Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheters are leaking. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd intima ii¿ IV catheters are leaking. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079099, our records show it was manufactured july 2017; it was determined that this is the only instance of leakage at the diaphragm occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Photographs, and samples were submitted for evaluation and examination. Although the photographs showed the reported failure mode the physical sample we received was subjected to leakage testing, however the results were unable to provide evidence of a leak existing in the device. Additionally visual observation of the diaphragm was unable to find any abnormality in the component. Investigation conclusion: without the ability to duplicate the failure mode bd engineers were unable to determine a definitive root cause for this event.